Event description:
Event description guidant received information that this patient expired following an unsuccessful resuscitation attempt. Subsequently his implantable cardioverter defibrillator (ICD) could not be interrogated. The death was witnessed and the patient's family states he received at least one shock from the device prior to his death. The cause of death at this time is unknown.